Manufacturer narrative:
The freestyle test strip lot that is referenced in this MDR is associated with an on-going recall. The FDA was informed of the field action per 21cfr806 (recall number 2954323-02/07/14-001-r) and affected consignees were notified by letter beginning february 19, 2014. Adc has identified that all non-applied voltage legacy blood glucose meters (0mv) may produce erroneously low blood glucose readings in the parkes error grid c or d zone that could potentially affect clinical outcome when used in conjunction with freestyle test strip lot within expiry. This issue only occurs when freestyle or freestyle lite blood glucose test strips are used with freestyle, freestyle flash blood glucose meters and the freestyle blood glucose meter built into the omnipod insulin management system and freestyle navigator. All pertinent information available to abbott diabetes care has been submitted. The actual date when the medical event occurred is unknown.

Event description:
Customer's mother reported that customer (a child) who uses an omnipod insulin pump, while using test strips involved in an ongoing recall, reported she has been getting up in the middle of the night with low blood sugar. Caller noted customer has down syndrome which makes it hard to communicate, but that she makes "facial expressions that suggest there may be a problem with her eyes which may be blurred vision". Caller indicated customer was given apple juice to drink. There was no report of death or permanent injury associated with this event.